Manufacturer narrative:
Device expiration date: na. Investigation summary: no samples were received. No photo was provided. This batch was produced during 2013. At that time, the expiration date was not a requirement for box labels. Note: this product¿s shelf life has expired. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 3218219 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of needles 30x1/2 rb experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 305106 batch no: 3218219. It was reported that there is no expiration date or copyright date on any of the boxes. Verbatim: pharmacy tech called to inquire about expiration dates. Stated they are cleaning inventory and there is no expiration date or copyright date on any of the boxes. Stated some of the product boxes are the same and some are not. Lot # 3218219. Cat #305106. Date of event: (B)(6) 2020. Samples: no.